Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon "no analog image" occurred because the contact pins of the video connector socket were broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had the pin inside the connector broken and no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.